Event description:
End user reports two utis and on and off light bleeding with use back in spring 2023. He states he has been cathing for the last 4-5 yrs, 4 x a day for retention from bph. He said his usual catheter he cannot remember the name now was discontinued last year so he was sent another one to use. He said "he did not know how to use it when he was sent them, it was not the fault of the product itself. He would remove the water packet and try and hydrate the catheter with it somehow, he said some parts of it were dry and that is why he likely had some light bleeding off and on with use. He cannot remember how long he used it for but remembers getting two utis while using it. He said his two utis were about a month apart. He said he was having symptoms and had to go into the md to get urine testing and was indeed diagnosed with a uti and got antibiotics both times. He said he did have resolution of his symptoms after treatment in between that month break he did not have uti symptoms. He also since had a surgery to make it so catheters can go straight into his bladder easier and has since been switched to straight tip catheters. He cannot remember how he was inserting the coude tips back in spring with the gc glide. He has discontinued these and has been using the bd ready to use hydrophilic catheter by now in straight tips and those work well for him, no issues at all with cathing now." End user was advised never force in a catheter and he was educated on the proper way to use a hydrophilic cathter with sterile water packet like the gc glide as he did not know. This emdr covers the unknown lot number associated with the utis.

Manufacturer narrative:
A2: age: 71, sex: male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 300577870.

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. Lot was sterilized under sterilization lots 12536325, 12540586, 12540663. No nc has been raised during sterilization process. A query was run against lot 1a04004. No another complaint was received on the lot. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092 , manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.